Manufacturer narrative:
The customer performed electrical safety tests with emphasis on current leakage to the applied part or patient. The customer indicated they perform electrode rotation every 4-6 hours. Additional information regarding the event and the product were requested, but the customer declined to provide additional information per the device distributor. A good faith effort confirmed the customer was not using a philips lead sets device, but a third-party lead set, already been disposed. Further details regarding manufacturer name and product specifications of the ECG accessories were asked but remain unknown. A philips product support engineer (pse) reviewed the available information and provided the following assessment: from a technical point of view, combustion can be ruled out.the leads off detection current is, depending on the hardware, about max. 60 na dc per electrode. For the right leg drive in case of using the 12-lead ECG max. 540 na. The respiration current is about max. 390 a rms @ 40 khz. These are all within the safety limits and do not cause burned skin. Even in the event of a fault, no more than 50 a could flow, and burns are thus impossible. Furthermore, the safety test results indicate all values are well below their limit, so all tests passed.it can be excluded that the alleged burns have been caused by the monitor. However, burns may occur in case of using normal ECG-cables instead of orange or-cables during esu. Only the or cable contains a rl-impedance limiting the current. This is also documented in the IFU. Since there is no surgery stated in the description, one could assume strong allergic irritation of the patient¿s skin on the electrodes gel. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that burn-type injuries occur in pediatric patients being monitored within the pediatric ICU. The device was in use at the time of the event. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Corrected data: reporter phone # provided - (B)(6).

Event description:
Philips received a complaint an unknown medical consumables and sensors indicating that a patient suffered burn injuries from the electrodes of the ECG leads. The burn injuries ranged from mild irritation to skin detachment.

Manufacturer narrative:
The customer performed electrical safety tests with emphasis on current leakage to the applied part or patient. They received the following values: ¿ housing or chassis leakage test in normal condition: 0.1 ua ¿ housing or chassis leakage test in single fault condition: 107 ua ¿ leakage test patient in normal condition: 0.9 ua. ¿ patient leakage test in single fault condition:1.9 ua". The customer indicated they perform electrode rotation every 4-6 hours. Additional information regarding the event and the product were requested, but the customer declined to provide additional information per the device distributor. A philips product support engineer (pse) reviewed the available information and provided the following assessment: from a technical point of view, combustion can be ruled out. The leads off detection current is, depending on the hardware, about max. 60 na dc per electrode. For the right leg drive in case of using the 12-lead ECG max. 540 na. The respiration current is about max. 390 ¿a rms @ 40 khz. These are all within the safety limits and do not cause burned skin. Even in the event of a fault, no more than 50 ¿a could flow, and burns are thus impossible. Furthermore, the safety test results indicate all values are well below their limit, so all tests passed. From a technical point of view, it can be excluded that the alleged burns have been caused by the monitor. However, burns may occur in case of using normal ECG-cables instead of orange or-cables during esu. Only the or cable contains a rl-impedance limiting the current. This is also documented in the IFU. Since there is no surgery stated in the description, one could assume strong allergic irritation of the patient¿s skin on the electrodes gel. The complaint was escalated for technical investigation and the results indicate a review of the available information concluded the likely cause of the patient¿s injuries is allergic irritation. The reported problem was not confirmed. Per the pse, no device issue was identified following the review of the available information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.